Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The customer's calibration, qc, and sample pre-analytic data were requested but not provided. The sample was requested for an investigation, but the sample was not available. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." Based on the available data, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys tsh assay, elecsys tsh assay, and elecsys ft4 iii assay results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The customer reported out the results to a physician, and the physician requested a re-measurement of the sample. The customer performed additional testing on an accuraseed (wako) analyzer and provided the sample for investigation. During the investigation, the patient's sample was tested on an architect analyzer and a cobas 8000 e 801 module. The investigation's e 801 module serial number was (B)(4). Refer to the attachment on the medwatch for all patient data. This medwatch is for tsh refer to the medwatch with patient identifier (B)(6) for the tsh assay and patient identifier (B)(6) for the ft4 assay.